Event description:
It was reported that when an asymptomatic patient presented in the operating room for lead replacement due to noise, low impedance was observed. The lead was capped and replaced. There were no adverse events to the patient.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.